Manufacturer narrative:
Result: mattress.

Event description:
It was reported by service report that the mattress had a torn surface. The customer does not know if there was pt involvement or if there are adverse consequences to report.